Event description:
The customer contact reported a delay of critical therapy during an alarm condition. On an unspecified date, the device was programmed to deliver levophed 20mcg/kg/min and vasopressin 0.04units/min and the delivery was started. No specific programming parameters were provided. In 2008, at an unspecified time, the device sounded an audible alarm tone. During the alarm condition, the nurse noted the patient's blood pressure decreased from 129/54 to 42/32. The device was removed from clinical service. Therapy was resumed using a replacement device. No medical interventions required. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing.